Manufacturer narrative:
Based on the currently available information we are unable to make determine to what extent the bard device may have cause or contributed to the events as alleged. We have not received any medical records, no was the explanted mesh returned to davol for evaluation. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. No medical documentation has been provided to support he patient's claims of seroma and infection, however, both are known possible adverse reactions listed in the IFU. Additionally, the warning section of the IFU state, "if an infection develops, treat the infection aggressively. The prosthesis amy not have to be removed. An unresolved infection, however, may require removal of the prothesis". This MDR includes all patient, event and device information davol ahs received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following has been alleged by the patient: the patient alleges that following the implant of a bard soft mesh she developed a bulge in her stomach that was tender to the touch. She alleges that her physician told her it was fluid accumulation, she alleges that it worsened, and the mesh was subsequently explanted sixteen months post implant. She alleges that he mesh was sent to pathology and that she had infection. The patient alleges that has continues to have issues related to pain and that she cannot work.